Event description:
It was later confirmed that rupture occurred on the right side. The device has been explanted. Patient diagnosed with "malignant neoplasm of right breast" which was unrelated to the implant.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and "breast touching abnormality" of an unknown side. The device remains implanted.